Event description:
The customer reported that while the backlight was illuminated, the device would not display anything. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.